Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when powered on it immediately reaches 43 degrees and keeps going up from there- won't stabilize. No delay in therapy. The status of the product at the time of the event was during preventive maintenance.

Manufacturer narrative:
Corrected: g1 - contact office establishment name one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a out of calibration. Calibrated the unit. The service history review had no indication that the complaint was related to a service of the device within the review period.